Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic nephrectomy, the balloon disconnected from the trocar sleeve. The balloon that fell into the body cavity was retrieved with a forceps. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the balloon was disengaged from the cannula. The protective sheath for the balloon was disengaged. The obturator was received and appeared intact. The insufflation bulb was received. Functional testing found that the converter doors move freely and were secured in place. The flapper door when actuated opened and closed properly. It was reported that the balloon separated from the trocar. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can also occur when excessive force is applied to the frontal area of the balloon already inflated. This pressure makes the inner flange to detach from the inner sleeve, resulting in the instrument's s sleeve enter to inflated balloon. In this case the balloon keeps inflated although pressure is applied to it and when the instrument's sleeve is removed from balloon flange the balloon fully deflated immediately. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.